Event description:
It was reported that during implant attempt, in an attempt to get the lead to fit into the header, subcutaneous tissue was rubbed on the sealing rings of the is-1 pin. The lead was then easy to put in and out of the is-1 port, but while doing this there was a "clicking" noise. No obstructions were seen in the port. The physician asked for a new device, but the same issue occurred. The physician then replaced the lead and there were no further problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): connector other; the analyst noted that the proximal conductor connector ring is bent/flattened. It cannot be determined at this time when this occurred, but the connector will not fit into a device port; full lead returned and analyzed.